Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg is nearing its end of service. Next course of action is undetermined at this time.

Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.